Event description:
It was reported by service report that the auxiliary outlet malfunctioned. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Auxiliary outlet malfunctioned.